Event description:
While applying cement to the tibia. The surgeon noticed a broken piece of plastic in the cement. After removing from patient. He disassembled the cement mixer to discover, it was part of the mixing paddle.

Manufacturer narrative:
Cause of the breakage is unknown.